Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding their external neurostimulator (ens). Patient said he started the evaluation on (B)(6) 2020 and it got infected a week later. Patient said 2 weeks after the evaluation started, it was removed. Patient said they had to clean it out. Patient had to take antibiotics so he wasn't able to give the device a proper evaluation. No further complications were reported.